Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) levels. Through troubleshooting, the pump's time was found to be three hours ahead. The patient indicated that she woke up with a bg level of '393 mg/dl'. She bolused for the result and then ate breakfast. Around lunchtime, the patient's bg level was at '405 mg/dl.' She bolused and unspecified amount and an hour later, her bg level was at '377 mg/dl.' With the elevated bg levels, the patient was feeling nauseous. She also had unspecified trouble with her memory. The patient did not report seeking or receiving medical intervention during the time of concern. The patient was advised by the anm representative involved in this contact to monitor the pump for time loss/gain issues. She was also instructed to check if the pump's date/time during battery changes. During the contact with anm, the patient rebooted the pump and the device's date/time remained correct. The patient was able to complete the rewind, load, and prime steps. The pump's basal rate settings were confirmed as being correct. The anm representative noted that the patient was receiving different basal rates at the wrong time since the pump was programmed 3 hours ahead. The patient denied having infusion set insertion issues. She also denied having bolus issues. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels with symptoms that can be associated with severe hyperglycemia. However, at this time, it is unclear if a pump issue and/or use-error contributed to the patient's injury. It is unknown how or why the pump's time was set 3 hours ahead.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.